Event description:
The customer reported that the mount arm, with mp80 display attached descended rapidly and struck the nurse on the head when she released the mount's locking lever to adjust the height of the mount/display. No injury was reported.

Manufacturer narrative:
(B)(4): the customer reported that the mount arm, with the mp80 display attached descended rapidly and struck the nurse on the head when she released the mount's locking lever to adjust the height of the mount/display. No injury was reported. The available info does not yet distinguish between a maintenance issue and a malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.